Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
The patient reported she fell several times and has been unable to communicate with the ipg since the last fall. The communication issue was confirmed by an sjm representative. Subsequently, surgical intervention was undertaken to explant and replace the ipg. Stimulation was restored following the procedure.